Event description:
A patient was undergoing a dialysis treatment which included a cartridge blood line. Approximately thirty minutes into treatment the arterial and venous pressures were low and the tmp was high. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. Treatment continued on a different machine and the remainder of the treatment was unremarkable. The patient completed their scheduled treatment and was discharged. Later that day, the patient went to the hospital and admitted for hemolysis. No additional information was provided for this event. The disposables were discarded and not available for analysis. The phoenix machine was inspected which concluded the machine was operating within manufactures specification.